Event description:
The biomedical engineer reported that the secondary display for the central nurse's station (cns) failed. After replacing the secondary display the following display issue occurred: the image was shifted to the left (2 inches) and up (3/4 inch). Troubleshooting was done but issue is not resolved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the secondary display for the central nurse's station (cns) failed. After replacing the secondary display, the following display issue occurred: the image was shifted to the left (2 inches) and up (3/4 inch). Troubleshooting was done but issue was not resolved. No patient harm was reported. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The customer reported that the issue had been resolved by going into the settings of the monitor itself and selected input. The device was not returned for evaluation. The root cause for this issue is user education. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003 and no CAPA is initiated. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: transmitters: model #: zm-531pa serial #: ni

Manufacturer narrative:
The biomedical engineer reported that the secondary display for the central nurse's station (cns) failed. After replacing the secondary display the following display issue occurred: the image was shifted to the left (2 inches) and up (3/4 inch). Troubleshooting was done but issue is not resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical devices used in conjunction with this cns are the zm-531pa telemetry transmitters but no serial numbers were provided.

Event description:
The biomedical engineer reported that the secondary display for the central nurse's station (cns) failed. After replacing the secondary display the following display issue occurred: the image was shifted to the left (2 inches) and up (3/4 inch). Troubleshooting was done but issue is not resolved. No patient harm was reported.